Event description:
Anesthesiologist initiated an epidural on an ob patient. Tubing was primed and epidural was started. Later, patient was in significant pain. Anesthesiologist returned to find tubing filled with air. Epidural was stopped, new medication cassette was put on the same pump, and epidural was restarted. Cassette was returned to the pharmacy. Pharmacist attached the cassette to a different pump, and no fluid could be pumped from the cassette. Could hear the pump working, but no fluid was coming out of the cassette. Pharmacist manually pulled remaining drug out of the cassette. While withdrawing drug from the cassette with a syringe, air was entering the syringe. This is a closed system, so air should not have been present. The pump indicated that there was 182.6ml remaining in the cassette, but there was 193ml.